Event description:
During the preventive maintenance of a da vinci surgical system by the intuitive surgical, inc. Representative or the field service engineer (fse) found multiple 23015 errors on the patient side manipulator (psm) arm. The system was repaired by replacing the affected arm. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation was not able to replicate the error found during preventive maintenance. However, the arm failed the in-house weight brake drop test. The axis-2 brake was replaced and the arm was upgraded to newest brakes, brake gears, bearing and shafts to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the brake inspection test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.